Manufacturer narrative:
Reported event: an event regarding alleged dislocation involving a patient specific, total humeral replacement ((B)(6)), liner was reported. The event was not confirmed. Method and results: product evaluation and results: not performed as no items were received. Clinician review: not performed as no medical records were provided. Product history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced conclusions: an event regarding alleged dislocation involving a patient specific, humeral replacement (bayley walker), liner. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
Last wednesday (B)(6) 2019, I had a request for a revision of a mets proximal humerus due to luxation of the bayley walker head. (B)(6) 20210- update - device information has been received.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
Last wednesday (B)(6) 2019, I had a request for a revision of a mets proximal humerus due to luxation of the bayley walker head.